Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No moisture damage noted on electronic assembly or on motor. The device had cracked reservoir tube lip and cracked battery tubethreads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was performed. The device was returned for analysis.